Manufacturer narrative:
The reported issue of dim segment on the led display board was confirmed on 5 out of 5 of the returned lvp display board assemblies. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 08/15/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/30/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only display board assemblies were received for investigation.

Event description:
It was reported that the device had dim segment on the led display so the display board needed to be replaced.